Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the angiojet zelante catheter was returned for analysis. The catheter was unable to prime and the console issued an under-pressure alarm message. A leak was observed from the catheter shaft due to the shaft separation. A shaft and hypotube separation were observed located at 1 cm from the tip along with guidewire lumen buckling and a stuck unknown guidewire. Media was returned in the form of a video. The video was reviewed which showed the alleged damage/leak.

Event description:
Reportable based on device analysis completed on 02jul2025. It was reported that catheter leak occurred. The target lesion was located in the lower extremity vein. A zelantedvt clothunter was selected for use in a thrombectomy procedure. During the procedure, it was observed that the catheter was damaged and leaking blood. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a shaft and hypotube separation.